Event description:
My (B)(6) year old mother lives at an assistant living facility. She was attempting to get into her wheelchair (direct supply wheelchair with swinging leg rest), with the nurses aid standing next to her. The swinging foot rest was off the chair to prevent falls, exposing the locking pin and mounting pin for leg rest attachment (parts on wheelchair where foot rest clicks into place). When she sat down, the metal pins severely cut her leg in a t shape. She was rushed to ER where she received approximately 2 dozen stitches (possibly more, doctor said she was pleased that she was able to get the skin to come back to together), tetanus shot, plus antibiotics. She has significant co-morbidity (lymphedema, etc.) That will impact her ability to heal (history of minor scratches to legs very slow to heal and having complications). We do not have anything to cover the exposed metal or hinder attachment of leg rest when needed to used by my mother. I talked to the facilities pt this morning and she said that all wheel chairs have this exposed metal that is covered once you attach the leg rest. If you tape anything on there, you cannot attach the foot rest. Although the foot rest swings and you can push it to the side, it still swings back, getting in the way and can cause possible falls or hit the patient's foot while attempting to get in the chair or sit in the chair. FDA safety report ID#: (B)(4).